Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/02/2019. A visual inspection was conducted. Signs of clinical use and blood was observed. Blood was observed on the c-ring on the tip of the cannula as well as on the cannula handle. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the condition of the returned device and the evaluation results, the reported failure "break-c-ring cut¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they had a broken c-ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they had a broken c-ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.